Manufacturer narrative:
H6: ventec will perform an evaluation of the returned patient circuit. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the clear film wall of a breathing circuit had detached from the blue polypropylene spiral portion of the patient circuit (adult, passive, oxygen, blue) assembly. There was no patient involvement associated with the reported event.